Event description:
It was reported that during a da vinci-assisted surgical procedure, the knife head of the harmonic ace instrument fractured. The instrument was removed and replaced with a backup. The procedure was completed with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The reporter confirmed that the breakage occurred inside the patient's body. The fragment fell and was retrieved during the same procedure. The customer used an instrument to search and clamped through an endoscope. All fragments were removed, and the customer performed multiple checks to confirm that there were no more fragments in the patient. No additional surgical procedures or post-operative tests were performed. There was no patient injury. The customer believed that the instrument's quality caused the issue. The surgeon did not notice any issues with the instrument's functionality during the surgical procedure. The instrument did not collide with any other instruments or other hard materials. The customer did not know the instrument's batch sequence number. The fragment was not returned since it was already discarded and disposed of.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: it appears that the instrument blade is missing and separated from the instrument. No conclusive determination can be made based on this analysis.

Manufacturer narrative:
The lot number is being corrected. Refer to the corrected information in section d.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis testing was performed. The instrument passed the recognition and engagement tests and also moved intuitively with the full range of motion in all directions. The blade opened and closed properly. The accessory was tested in-house and no issues were observed. The instrument passed energy delivery testing in various grip orientations.

Event description:
Refer to h10/h11 for follow-up information.